Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The returned devices were evaluated. Due to the strong wear and tear of the pieces, it is not possible to re-measure dimensions. The devices met all material specifications as received. Based on the appearance of the returned devices and information available, a definite cause of the complaint could not be determined. A most likely cause of the event is that with time there was further progression of osteoarthritic condition resulting in compromise of the original device and /or fixation or if the patient had experienced unreported trauma/injury to the shoulder. If additional relevant information is received, a follow-up report will be submitted. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter.

Event description:
It was reported that the patient claimed pain in the arm. Revision surgery performed and it was noticed that head and trunion got loose (was not visible on x-ray). Insertion on (B)(6) 2007, revision on (B)(6) 2012.